Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 7 was not detected on the communication bus due to a loose bus cable at the station. A field service engineer reseated the cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the main matrix drawer 7 was not detected on the communication bus, preventing users from accessing medication for a patient. This incident resulted in a delay in dispensing medication to the patient, since there was always somewhat of a delay when a machine or drawer went down and there was no patient harm. There were no adverse events or injuries reported based on this event.